Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the device failed pressure transducer test during pre-use check. The expiratory channel printed circuit board was checked and replaced, which resolved the issue. The device was delivered to the user in working condition. The expiratory channel printed circuit board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).